Manufacturer narrative:
Batch review performed on 22 may 2025. Lot 2104739: (B)(4) items manufactured and released on 04/06/2021. Expiration date: 18/05/2026. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in reporting instability and the cause is unknown. About 2 and a half months after the primary surgery, the surgeon upsized the liner (from 10mm to 12mm) and the surgery was completed successfully.